Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during inspection upon delivery on (B)(6) 2021, the guide wire 1.6 mm would not fit into the guide hole. There was no patient consequence. This report is for an insertion guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 323.050, lot number: 41p9802, manufacturing site: haegendorf, release to warehouse date: 04 may 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the philos aim-device (p/n: 323.050, lot number: 41p9802) was received at us customer quality (cq). Visual inspection of the complaint device showed some damage/deformations inside the guide wire hole. Functional test: a functional assessment was unable to be performed on the complaint device due to no mating devices being returned. The complaint was not able to be replicated. However, it is possibly the complaint condition was experienced due to the observed damage inside . Dimensional inspection: no dimensional inspection could be performed as the drawing is source controlled. Document/specification review: current and manufactured were reviewed. The drawing is source controlled. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as damage/deformations was observed inside the guide wire hole that could impact functionality. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.